Event description:
During a arthroscopy utilizing a burr, slap,4.5mm dspl,dyo pwr /6, it was reported that the shield of the burr broke off. The small metal piece is still in patient's joint. The patient had no postoperative pain and decided not to undergo a second surgery.

Manufacturer narrative:
Although anticipated, the device has not yet been received. (B)(4).

Manufacturer narrative:
Device evaluation: the returned burr, slap, 4.5mm dspl, dyo pwr /6 was evaluated for the reported incident of ¿broken tip¿ and the complaint was confirmed. The burr was analyzed for dimensional conformance to design specification and was found to meet all design tolerances. The outer sheath is a 2 piece weldment and the weld penetration was found to be within process tolerance. The sheath, at the location where it detached, was found to have physical damage to the outside wall, indicative of use of the tip as a lever. The area of the weld that detached showed definite deformation that would indicate that the sheath tube saw excessive lateral load. No root cause related to the manufacture of the device can be established. No further investigation is required. (B)(4).